Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h3 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the damaged charged coupled device unit led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the gastrointestinal videoscope presented life of optical module - error code e117, scope communication error code e236, and b30 during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.